Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was brought to the hospital ER twice due to low blood glucose level. The customer's blood glucose was 44 mg/dl. Customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.